Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the enlite sensor was missing the cannula. The customer's blood glucose was unknown at the time of incident. The customer stated the incident occurred on (B)(6) 2017. Customer stated the insulin pump kept alarming sensor error, she removed the sensor and noticed the sensor cannula was missing. The customer states that she did not feel any pain or discomfort and is not reporting that the sensor cannula or introducer needle fractured while in the body. The sensor will be report for analysis.